Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery alarm, pump error 53 and high blood glucose levels. Customer¿s blood glucose level went as high as 472 mg/dl. Customer¿s treated their high blood glucose via insulin pump. Customer advised the insulin pump tubing came out which resulted in high blood glucose levels. Troubleshooting for the failed battery alarm and pump error 53 was performed. Customer replaced the battery on the insulin pump which resolved the pump error 53 and failed battery alarm. Customer advised they updated the active insulin for the auto mode feature. Customer advised they performed and passed the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.